Event description:
Ultra clip was placed in colon, clip was released where needed and released from device. No problems when clip was placed. But when a second look was done, clip was off the tissue site.